Manufacturer narrative:
Device is being evaluated at the mfg site. When the investigation is completed, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the physician suspected a catheter occlusion. A contrast dye procedure was completed and an occlusion was confirmed to be close to the suture wing. The physician removed the portion of the catheter with the suture wing, used a revision kit to reattach the catheter and was able to verify proper csf flow. It was reported that the pt is very obese and the physician is unsure if that could have affected the connection. The catheter remains implanted but the portion of the catheter with the suture wing has been returned for investigation.